Manufacturer narrative:
Analysis was unable to confirm the reported powering off and on of the external pulse generator (epg). However, analysis noted that the battery drawer and battery contacts and one case screw were contaminated and the main printed circuit board (pcb) was out of electrical specification. All found defective parts were replaced and all identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) kept turning off and on. The epg was returned for service. No patient complications have been reported as a result of this event.